Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 545 mg/dl with moderate ketones, extreme drowsiness, nausea, and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal rate settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Reportedly, the total daily dose basal history did not match the active basal history for known and expected reasons: basal edit screen accessed; prime menu accessed. It was alleged there were missing bolus records in delivery history. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was made on (B)(6) 2017. Due to continued use of the pump, the black box data from the date of the event had been overwritten. The pump was exercised for 24 hours. At the end of the duration test, the insulin delivery history was recorded accurately. The pump was able to deliver and record bolus deliveries. The alleged issue could not be duplicated.